Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was in range 300 mg/dl to 400 mg/dl. Customer stated that she was having issues with her insulin pump which caused her to revert to injections. Customer has been running in the highs constantly since getting off the insulin pump and even ended up in the hospital for congestive heart failure as a result of the poor control. The insulin pump will not be returned for analysis.